Manufacturer narrative:
A ge service rep performed an on site investigation. The floppy drive and the software were installed during the service call. The system was tested and found to be working as intended, and put back into service.

Event description:
It was reported that the 2600 system locked up during a case. No pt injury was reported.